Event description:
It was reported that the right atrial lead had high threshold and inappropriate sensing was noted on the electrogram (egm). The lead was capped, partially explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: sp02 competitor implantable tachy lead 1999 (B)(6). (B)(4).